Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose ranging from 43-90 mg/dl; bg cause unknown. Customer consumed glucose tablets to treat low bg. No additional event or patient information available.